Event description:
The customer reported the system locked up. No report of pt injury.

Manufacturer narrative:
The customer reported the issue was solved by rebooting the system. No add'l info has been disclosed.